Event description:
Tayfun simsek reported that "during mako total hip surgery, the doctor was installing acetabular cup prosthesis with inline offset impactor. The doctor decided that the cup was installed for and said he/she would blow with the mallet one last time. When the doctor hit impactor with the mallet as usual, back-end of the impactor broke. The doctor removed the impactor from the prosthesis in a typical manner, confirmed that the prosthesis was placed in the pelvis and carried the surgery on"

Manufacturer narrative:
Product identification: the reported device was a rio®shell impact-offset-trident pst, p/n 209830, lot 32885. Inspection: visual inspection confirms facture shaft on the distal end of the impactor. Refer to attachment. Product history: review of the device history records indicate 99 devices were manufactured and accepted into final stock on (B)(6) 2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints trackwise related to p/n 209830, l/n 32885 shows one (1) additional complaint related to the failure in this investigation. Pr (B)(6). Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusion: visual inspection confirms facture shaft on the distal end of the impactor. Refer to attachment. Part inspection confirms reported issue.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
(B)(6) reported that "during mako total hip surgery, the doctor was installing acetabular cup prosthesis with inline offset impactor. The doctor decided that the cup was installed "for" and said he/she would blow with the mallet one last time. When the doctor hit impactor with the mallet as usual, back-end of the impactor broke. The doctor removed the impactor from the prosthesis in a typical manner, confirmed that the prosthesis was placed in the pelvis and carried the surgery on."